Manufacturer narrative:
It was reported that the ventilator failed pre-use check due to liquid ingress in the air gas module. The field service engineer observed that the pre-use check internal leakage test failed with the message "system volume too large" and found liquid signs within the air gas module. It was concluded that the air gas module needed to be replaced. No further information has been received despite several reminders. If an air gas module contains water, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor. According to the user´s manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check due to liquid ingress in the air gas module. There was no patient involvement. (B)(4).